Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the cat underwent an animal procedure, laparotomy along with removal of an ectopic abdominal testicle, in 2019 and the suture was used. It was reported that on 4th or 5th day after the procedure, the overlock/suture of the abdominal wall had broken in its length, the nodes being intact. The subcutaneous overlock and skin points were good.